Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the patient¿s implantable cardiac monitor (icm) exhibited post sensed t- wave oversensing. Programming changes were made. The patient was in stable condition and will continue to be monitored.